Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) remotely accessed the application server and confirmed that no user record existed at the time of review. It was verified that the user account was later created on april 2, and the customer's email contact was obtained for follow-up communication. As no further response or issues were reported by the customer after following up, the case was closed. The system functioned as intended after the technical support specialist investigated the issue.